Event description:
It was reported that a patient developed a leak at the ileorectal anastomosis two weeks after undergoing a procedure where gore seamsguard bioabsorbable staple line reinforcement was used. The patient is reported to be in septic shock and undergoing another procedure to address the event. Additional, event-specific information has not been made available.